Manufacturer narrative:
Continuation of d10: product ID 105-5092-150 (lot: b713451); implant date n/a; explant date n/a product ID unk-nv-axium (unknown); implant date n/a; explant date n/a g4. As the device model information was not reported, PMA/501k is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an echelon 14 microcatheter that had resistance at the hub with two axium prime bare (apb) coils. It was reported that the echelon catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). Catheter was flushed per IFU. During the procedure, an apb coil could not pass through the echelon 14 hub. Two coils were tried and both could not pass and broke. The catheter was then removed and replaced to complete the procedure. No patient information was reported.